Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The procedure was started with successful placement of a stent in an ostial lesion of a saphenous vein graft (svg) to the obtuse marginal (om). The next stent was to be placed in a mildly calcified, moderately tortuous, 95% stenosed lesion in the om, just distal to the first stent. The physician predilated the lesion with a 2.5x12mm voyager balloon inflated to 8 atm's for 18 seconds. The physician inserted taxus express2 3.0x12mm drug eluting stent. While attempting to position the stent, it came off the balloon. The physician was able to retrieved the dislodge stent with an endovascular snare. The physician then attempted to place another taxus express2 3.0x12mm drug eluting stent, however, it was unable to cross the lesion. The taxus was removed. The procedure was successfully completed with a 3.0x12 cypher stent. No patient complications occurred. Patient status is reported to be satisfactory.